Event description:
Reported discrepant sars result for 1 patient during an assay validation. The customer communicated that the patient sample resulted in positive on one solana instrument and negative on a different solana instrument. Additional testing was performed which resulted positive with another molecular method.

Manufacturer narrative:
Investigation conclusion: customer data indicated that the samples being tested are very low concentration as confirmed by other pcr method as stated in the customer email. The solana results are consistent with samples tested near the limit of detection where results may not be reproducible. The external positive was strong and consistent between the two runs, indicating normal assay and instrument performance. Returned discordant samples were tested and determined to be at or near the limit of detection. Root cause: no problem found. Source: phone and email.